Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 with complaints of epigastric pain. Computed tomography angiography (cta) showed growing aneurysm and dissection. The patient was taken to the operating room on (B)(6) 2022 due to concern for aortic dissection below the outflow graft. The surgeon repaired the dissection and planned to continue to monitor the patient. Ventricular assist device (vad) support was resumed following the procedure. It was communicated that due to complications, the family decided to withdraw care from support on (B)(6) 2022. The device operated as expected and the patient's death was not considered to be device related. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2022 with complaints of epigastric pain. Additional information: it was reported that the cause of expiration was refractory hemorrhagic vasoplegic shock.